Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer reported an upside-down endoscope image, but it self-resolved before troubleshooting was performed. The procedure was completing as planned, and no patient injury was reported. Intuitive followed up and obtained additional information. The endoscope did not move freely with uncontrolled motion. Event did not involve a reversed control on the system arms. There was no damage observed on the endoscope's adapter and base. It was not confirmed if the endoscope was manually rotated 180 degrees. Surgeon did not manually associate the right and left controls with respective arms for intuitive motion. The customer removed the endoscope from the arm and then reinstalled it to resolve the issue. There was no patient injury due to the vision issue. Surgeon was performing suture for a partial nephrectomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.